Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. The sample was visually and functionally evaluated. The sample was found to be occluded with dry formula along the tubing and stuck in the valve level. The sample was cleaned and set to work with an enteral feeding pump. During evaluation, there were no issues found to be related to occlusion. The sample worked properly. A possible root cause could be related to the formula that was used. The formula inside the tube was not completely dissolved as there were still lumps of the formula present. A corrective action is not required at this time. If additional information is received at a later date, this complaint will be re-opened and the investigation continued. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer states that the feeding bag was not functioning well when operating on the feeding pump. The liquid couldn't be drained out from the tube. The formula was stuck in the whole tube. The formula was pulled through the set. The formula was stuck in the whole tube. There was no patient injury.